Event description:
It was reported that during an unk procedure, the staples were malformed. Another device was used to complete the surgery. The patient was fine.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.